Event description:
During set up for a cardiopulmonary bypass surgery, an error message was on the display, which was fixed after installing a new power supply. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.